Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a loose wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. The wire is not exposed. The wire insulation was not damaged, and the instrument failed an electrical continuity. The tips opened and closed properly. Additionally, the instrument was found to have a dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out. The wire insulation was not damaged. This was caused by a broken conductor wire at the distal end. The instrument failed electrical continuity. The grips opened and closed properly. No sign of thermal damage was observed. Additionally, the instrument was found to have the main tube broken. A piece measuring approximately 0.0905¿ x 0.0600¿ was not returned with the instrument. This causes the instrument not to be put in the in-house system. The complaint regarding a loose wire was confirmed by failure analysis.